Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years two months post filter deployment computed tomography (CT) revealed there was an infrarenal inferior vena cava filter in place in the mid abdominal inferior vena cava with its superior tip at the l3 vertebral level. 5 filter leg appear to have extraluminal extension beyond the inferior vena cava. All five of these filter legs extend >3mm beyond the wall of the inferior vena cava. 1 perforating leg contact the distal abdominal aorta. 2 perforating legs contact the right psoas muscle. Therefore the investigation is confirmed for the alleged perforation of the inferior vena cava(ivc). Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 10/2013).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.